Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the suction tubing was kinked. The tubing was replaced.

Event description:
The hospital reported suction was not functional. There was no report of patient involvement.